Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, on the third reload firing on stomach, the devices were unable to be fired even when the green button was pressed and handle was squeezed. The third reload was loaded correctly and cycled properly. When it was tried to fire, the reload would not fire. The reload was taken out of the patient, unloaded it, and placed another reload on the handle. All other reloads worked fine. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload had a full staple complement. The material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.